Event description:
Spontaneous call from patient who reported irritation at her intravenous remodulin infusion site. She said it was burning, red, and irritated. She thinks that she might be allergic to chlorhexidine in the tegaderm dressing but she's not sure. Unknown if her doctor is aware. Patient also reported that both pumps have alarmed with high pressure error message during the past month. The most recent time was about 3 days ago. She was unable to get the same pump infusing again so she switched back and forth between the pumps until she was able to get one of them infusing again. Pump serial numbers are (B)(6) -both due 3/3/23 for maintenance. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Reported to (B)(6) by: patient/caregiver. Reference reports mw5117609, mw5117610.